Event description:
Reporter indicated that vns pt was experiencing an increase in grand mal seizures. It was reported that the pt did not normally have grand mal seizures, but that there had been an increase in this seizure type over the past 2 or 3 months and that the pt experienced 6 grand mal seizures in one day.